Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to breakage or disconnection of the image sensor unit due to stress of repeated use, external factors or handling of the device, or failure of the parts mounted on the electrical circuit board such as integrated circuit chips and capacitors. The operation manual describes how to inspect for the subject event in ¿chapter 3 preparation and inspection, section 3.8 inspection of the endoscopic system¿ as below: "[inspection of the endoscopic image] confirm that the endoscopic image is displayed normally in wli and nbi [white light imaging and narrow band imaging] observation. 1 before inspection, wipe the objective lens using clean lint-free cloths moistened with saline solution or sterilized water. 2 observe the palm of your hand in the wli and nbi endoscopic images. 3 confirm that light is output from the endoscope¿s distal end. 4 adjust the brightness level as appropriate. 5 confirm that the endoscopic image is free from noise, blur, fog, or other irregularities during wli and nbi observation. 6 turn the angulation control levers slowly in each direction until it stops. 7 confirm that the wli and nbi endoscopic images do not momentarily disappear or display any other irregularities." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation, and the customer's allegation was not confirmed. The evaluation findings are as follows: due to a pinhole on the universal cord, water tightness was lost, the bending section cover had a scratch, the adhesive on the bending section cover had a chip, the control unit had a scratch, the grip had a scratch, switch #1 had a scratch, the "up/down" plate had a scratch, the angulation lever had a scratch, the forceps elevator lever had a scratch, the light guide cover glass had a scratch, the light guide connector had a scratch and was dirty, the video connector had a scratch, the video connector case had a scratch, the label on the video connector was peeled and due to damage on the charged coupled device, the image had white dots. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The olympus representative on behalf of the customer reported that the endoeye flex deflectable videoscope's screen does not appear. The issue was found during preparation for use for a therapeutic procedure which was completed with a similar device. There were no reports of patient harm.